Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the twisted condition of the cable unit and its poor water-tightness led to the flickering image. In addition, the poor water-tightness of the cable unit was most likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head exhibited a flickering image and poor water-tightness of the cable unit. There was no patient involvement..